Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with a blank display. Unable to perform the sleep current test, active current test, self test or download due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails and pillowing keypad overlay unable to confirm audio/vibrate anomaly/absence of alarm due to blank display. Frozen and flashing display were not confirmed during analysis. Blank display was confirmed during analysis due to moisture damage on the electronic assembly, motor and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a flashing white display on the insulin pump, which did not turn on and continuously beeped and vibrated. The customer also reported that the frozen screen recurred. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed, and the customer was advised that the insulin pump would be replaced, instructed to discontinue pump use, revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode. No harm requiring medical intervention was reported. The customer would discontinue use of the device. Mmt-1880l was requested, and the customer's response was that the device would be returned.